Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: lap gyne. Event description: complaint product family: trocar, product name: kii fios first entry access system dual pack 5 x 100mm, model number: ctf12, lot number: unknown. Additional information was received via email on 07-march-2024 from territory manager: the event occurred during treatment of lap gyne procedure. It was used by the surgeon in an attempt to insert a laparoscopic port into the abdomen. The surgeon was attempting to place the port into the left side of the abdomen, she has vision from the umblical port with the scope. The trocar was not piercing through as it should with minimal force. We opened a different packet and it worked. There was no clinical impact to the patient as a result of the event. The user resolved the situation by replacing the device. There were no other instruments used when the complaint event occurred. There was no patient injury or illness associated with the complaint event. The patient had no adverse effects. Intervention: the device was replaced. Patient status: no adverse effects.

Event description:
Procedure performed: lap gyne event description: complaint product family: trocar, product name: kii fios first entry access system dual pack 5 x 100mm, model number: ctf12, lot number: unknown. Additional information was received via email on 07-march-2024 from territory manager: the event occurred during treatment of lap gyne procedure. It was used by the surgeon in an attempt to insert a laparoscopic port into the abdomen. The surgeon was attempting to place the port into the left side of the abdomen, she has vision from the umblical port with the scope. The trocar was not piercing through as it should with minimal force. We opened a different packet and it worked. There was no clinical impact to the patient as a result of the event. The user resolved the situation by replacing the device. There were no other instruments used when the complaint event occurred. There was no patient injury or illness associated with the complaint event. The patient had no adverse effects. Intervention: the device was replaced. Patient status: no adverse effects.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.